Manufacturer narrative:
The healthcare facility initially requested whether it was possible to retrieve ventilator logs from the ventilator related to an incident that occurred several months ago. The incident involved the ventilator being left in standby mode for approximately 30 minutes, resulting in the patient¿s death. This information was received simultaneously with the request. No formal investigation request for the ventilator has been received from the healthcare facility. Although additional information was requested, the healthcare facility has not provided any further details regarding why the ventilator was set to standby. There are no allegations that the ventilator in any way caused or contributed to the patient¿s outcome, and the incident has been processed internally by the healthcare facility. A third-party service provider manages the ventilators at the healthcare facility, and no further information or ventilator logs have been received from them. The ventilator is designed to enter standby mode through a deliberate "tap and hold" action to prevent unintentional activation. The user must first tap "standby" in the quick menu, then tap and hold "stop ventilation" for approximately five seconds. Once this sequence is completed, the system logs the actions in the ventilator log: standby button activated, standby dialog confirmed, and standby mode initiated. These log entries indicate that the ventilator was intentionally placed in standby mode. When in standby mode, the screen clearly displays ¿standby, patient not ventilated,¿ and no waveforms of ventilatory support or measured values are shown in this position. The ventilator does not have the capability to enter standby mode on its own. Based on these findings, there is no evidence of a ventilator malfunction at the time of the standby event. Our conclusion is that the ventilator did not enter standby mode on its own, and it is regarded as a use error, which the healthcare facility has acknowledged.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was left in standby mode for approximately 30 minutes, which resulted in severe harm to the patient and ultimately led to death. Manufacturer¿s ref #: (B)(4).